Event description:
Caller reported a tandem mobi cartridge alarm, which caused blood glucose levels to exceed 500 mg/dl, though the specific value was displayed as "high." To address this, customer administered a correction bolus via the pump without third-party assistance, although normal assistance was provided and customer was not incapacitated. Tandem technical support confirmed the cartridge alarm, advised customer to deliver a 9-unit bolus, and assisted in attempting to load a new cartridge using proper techniques. However, the cartridge alarm persisted, and customer was unable to resume insulin therapy. Consequently, tandem technical support arranged for a replacement pump with updated software, instructed customer on temporary use of multiple daily injections (mdi) for insulin delivery, and provided guidance on returning the malfunctioning pump.